Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy.

Event description:
It was reported to boston scientific corporation captivator ii-20mm round stiff snare was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. Prior to the procedure, the snare would open and close properly but would not cauterize. The procedure was completed with a similar captivator ii-20mm round stiff. There were no patient complications reported as a result of this event.